Manufacturer narrative:
Reliability analysis evaluated 3 random sealed reservoirs performed pre-fill reservoirs test. Reservoirs/transfer guards passed per inspection found no occluded anomaly during filling. Reservoirs connect and locked in place properly. Evaluated 3 opened/used reservoirs performed pre-fill reservoirs test. 1 of 3 reservoirs failed per specification, found reservoir and transfer guard needle occluded. The 2 remaining reservoirs passed per inspection no occluded anomaly during analysis. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer's spouse reported via phone call that they had issues filling the reservoir when they attempted to change the site. The plunger did not stay down. The customer was on his fourth reservoir. Customer's blood glucose level was 147 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.